Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that she was only seeing her past meter result(s) on a one touch ultra meter when attempting to test. The patient indicated that the alleged issue started on (B) (6), 2010, at 8:20 pm. The patient was reportedly pressing the "m" button prior to testing and getting into the memory mode. She was pressing the "m" button prior to testing as an attempt to change the meter's code. Fourteen minutes after the alleged issue began, the patient claimed that she developed symptoms of shakiness and dizziness. Twenty-eight minutes after the alleged issue began, the patient administered self-treatment by eating food and/or consuming a beverage. The patient denied that her blood glucose was tested on another device during the time of concern. The alleged issue was resolved with troubleshooting. The meter and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.